Event description:
It was reported that during a prostatectomy procedure, the device would not staple. Sutures were used to complete the case with no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.